Manufacturer narrative:
The reported event was ¿lead could not be advanced into the vein.¿ a complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-08736. It was reported that noise was noted on the patient's right ventricular (rv) lead. When the patient presented for device change out due to normal battery depletion, the old rv lead was removed, and the new rv lead was attempted to implanted into the vein via sheath. Upon moving the lead distally in the vein, it was noted that the lead was hitting a subclavian vein blockage. The physician attempted to manipulate the lead, but it was unsuccessful. The old rv lead was not explanted. The device was changed, and new device was connected to old rv lead. The patient did not experience any adverse consequences.